Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 422mg/dl. The customer stated that she had a heart disease. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. The customer mentioned having a bypass surgery, and he is allergic to tape since the surgery. No further information was provided.